Event description:
Additional information was received confirming there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The device was scrapped without full investigation into the failure mode. The most probable cause would be a leaking lcd display ink from physical impact to the device. Root cause could not be identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
UDI in section mode# and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had a bad screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.